Event description:
The customer called to report several cracks on the insulin pump case. The customer also stated that she was treated by the paramedics for low blood glucose levels back in (B)(6). The customer stated that she was cooking some food in order to treat her blood glucose of 67 mg/dl, but she was dropping faster than she thought, and she fell. Her husband had to call the paramedics. The customer stated that she gave herself too much insulin prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.